Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The reported field observation of insertion difficulty was confirmed; the returned guidewire was stuck in the lead. Foreign material was noted inside of the lead lumen and at the tip of the lead, which is an agglomeration of guidewire polymer and blood/body fluid. This is typically due to interaction between the lumen and an inserted stylet or guidewire. Therefore, laboratory analysis confirmed the allegation of guidewire removal difficulty.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was left with the guidewire in it. When the nurse attempted to remove the guidewire, it was noted to be stuck in the lead. The physician elected to exchange the lv lead to resolve the event and no adverse patient consequences were reported. The lead was subsequently received for analysis.